Event description:
It was reported the physician found the j-tip guide wire was severely bent and the guidewire body twisted during the procedure. No patient harm was reported. A new device was used and successfully placed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) assembly, a dilator, and s-l catheter for evaluation. Visual inspection of the swg revealed a set of offset coils and a bend in the j-bend. The j-bend was misshapen. Microscopic examination confirmed both welds were present and spherical. The offset coils in the guide wire measured 583 mm from the proximal weld. The bends in the guide wire measured 594 mm from the proximal weld. The total length of the guide wire measured 604 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.810 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle per the instructions for use (IFU). The IFU provided with this kit states, "advance spring-wire guide into arrow raulerson syringe approximately 10 cm until it passes through syringe valves." The guide wire passed through both components with minimal resistance. The IFU also states, "thread tip of catheter over spring-wire guide. Sufficient guide wire length must remain exposed at hub end of catheter to maintain a fi rm grip on guide wire." The swg was able to pass through the returned catheter with no issues. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "although the incidence of spring wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire kinked during use was able to be confirmed through examination of the returned sample. One bend and one set of offset coils were found in the returned swg. The returned guide wire passed all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Based on the condition of the guide wire returned, and that the damage occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician found the j-tip guide wire was severely bent and the guidewire body twisted during the procedure. No patient harm was reported. A new device was used and successfully placed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).